Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. The following functional tests were performed on the product: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The run mode/standby cycling test and lightcable/jaw interaction test both failed. The rest of the tests were successful. Measurements were taken on lumen output and bulb voltage. Both measurements were found to be within their respective specifications. However, the measurement for lumen output was found to be near its lower specification limit. Further investigation revealed that the bulb was defective. The product was subjected to burn-in testing. During the testing, the product had a power failure. The root cause of the reported failure was traced to a defective ballast. In addition, the display circuit board was found to be defective and the jaw was found to be out of specification.

Event description:
It was reported that the unit cuts out during use.